Event description:
The customer reported via the sales rep that during a procedure both the screwdriver shafts of the set broke. The sales rep further reported that when the surgeon used a plate and fixed them with locking screws, it was observed by the surgeon that the plate remained slightly prominent from the surface of the bone. It was further reported by the customer that both the screwdriver shafts of the set broke when the surgeon attempted to remove the screws and re-apply. The sales rep further reported that the surgeon did not express any major misgivings about this.

Manufacturer narrative:
Device not returned for investigation yet.